Event description:
The patient underwent a CABG. Emergency surgery was performed later that evening for an aortic and femoral artery tear, most obviously related to the use of an iabp during the initial CABG. These tears were repaired and the patient was comatose, on venetilator in the critical care area. Three days later, the patient experienced a "gushing" of blood from the endotracheal tube (approximately 200cc). This occurred on or about the time that the patient's wedge reading was obtained from the swan ganz catheter. An autopsy was declined by the family so it is difficult to say whether the hemmorrage, which resulted in patient's expiration was related to a ruptured pulmonary artery or an opening of the aortic repair suture line. All devices related to the event or in use at the time were discarded when the patient was given posst mortem careinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown, none or unknown. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.